Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced leakage. The following information was provided by the initial reporter: that the roller clamp did not close completely close, and it was leaking.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the customer reported the roller clamp wouldn't close correctly, and returned one used sample of material 2420-0007. The sample's roller clamp was clamped all the way, but a small drip of flow was still coming through the tubing. The roller within the clamp was pushing out on the edges of the track, and was not perpendicular within the clamp. This caused the roller to prop up and not close onto the tubing all the way. The roller clamp is made by a supplier, and the sample was sent to them for further analysis. They could not find the root cause, and have attributed this to a one-off failure. A device history record review for model 2420-0007 lot number 22045118 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced leakage. The following information was provided by the initial reporter: that the roller clamp did not close completely close, and it was leaking.